Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s sister reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer was assisted with troubleshoot. There was no leak and air bubbles. Cannula was bent. Customer state that the insulin exited with quick release. The reservoir will not be returned for analysis.